Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Event description:
It was reported that signal loss over one hour occurred for the g7 ios mobile app. It was determined that the signal loss was related to the mobile application. However, data for the g7 android mobile app was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.